Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone 4mg/ml at .024mg/d (min rate) and bupivacaine 8mg/ml at 048/d via an implantable pump. The indication for use was noted as malignant pain. The patient experienced overdose symptoms 1 hour post implant/programming, specifically symptoms of respiratory depression. The physician¿s prescription for flex mode programming was reviewed and the prescription read: total of .5/d basal .2mg/hr 3.1bolus at 6am, 2p, 10p and it was recommended to re-confirm with the physician as the numbers did not add up. Per the reporter the physician had confirmed the numbers before updating the pump. The patient was unable to speak at the time of the report and it was unknown if the patient was intubated. The patient was hospitalized and being monitored closely. The physician programmed the pump to minimum rate. The reporter had called back with the prescription: 3 doses of .1mg basal .2mg/hr total 5mg/d and planned to confirm one more time with the physician. It was determined that 0.2mg per hour was programmed instead of the 0.2mg per day that had been ordered. The reporter was assisted in programming a therapeutic bolus of .2mg with prime. The outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information later received reported the patient actually never ended up exhibiting any overdose symptoms. The physician caught the issue quickly enough and was able to change the patient&#38112;programming, thus avoiding an overdose. When the reporter saw the patient in recovery she was smiling and happy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).